Event description:
It was reported that before inserting the intraocular lens (iol), the healon was injected, and it is believed that fibrous material entered the inside of the eye from the needle tip. After the iol was inserted and the healon ophthalmic viscosurgical device (ovd) was completely removed, the fibrous material was expelled outside the eye. There have been no signs of inflammation or other issues postoperatively. The procedure was completed successfully with a replacement device. No further information was provided.

Manufacturer narrative:
Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a video that was evaluated. The images showed the complaint sample consisting of a plunger rod and an activated syringe with approximately 0.35ml of expellable healon solution in it. No observations were found in remaining healon solution that could support customer narrative and the reported device problem code of "foreign material-loose". No instrumental analysis was conducted as no foreign material find was returned for analysis. Based on visual inspection of the video provided by the customer, the material appears to be a cotton fiber or other cellulose. Cotton and other natural cellulose materials are not used in any production areas at manufacturing facility; specifically, cleanroom garments, cleaning equipment, autoclave bags, and similar items do not contain cellulose or natural cotton. The healon pro solution is filtered immediately prior to the glass cylinder filling step through a cartridge filter with a 5m pore size (polyvinylidene fluoride filter element in a polycarbonate housing). Given this filtration and the facility controls, it is not plausible for a long fibrous material, such as that seen in the video, to have been introduced into the healon solution during production. Therefore, this investigation found no evidence of a production-related introduction of the material and did not confirm a product defect. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.